Event description:
It was reported that an error code appeared when the external pulse generator was turned on. The biomedical engineer removed and replaced the battery which corrected the error. The customer will continue to attempt to duplicate the error code. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).